Event description:
It was reported to philips that the x ray tube was defective. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary diagnostic procedure performed when the issue occurred, and the procedure completed as planned by restarting the system. The philips remote service engineer (rse) analysed the system remotely and confirmed that the frontal x-ray tube was defective. After reviewing log file, rse confirmed x-ray tube (pipe) problem. Onsite visit fse replaced x-ray tube. After replacement x-ray tube, the system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue is resolved by after restarting the same system. The device has no issue, after restart the procedure is completed. This event would not be reportable. The codes were updated based on the investigation outcome.